Manufacturer narrative:
(B)(4). Of the 29 devices reported, a total of 21 devices were received for evaluation. Additional lot# r93g24; r95890; r94u3p; r95777; t92e1r; r94x9g; t92p4t; r9570m; r93x72; r95213; r94k5g; r95212; r9391g; r9557j; r9565g; r93m2r; t92w79; r93l1u; r93p1h; r95144. (B)(4).

Event description:
This report summarizes <noe> 29 </noe> malfunction events involving a total of 19 actual devices for blade tip broken off; 10 actual devices for tissue pad detached. These events occurred during use by a healthcare professional.